Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that the patient experienced itchiness, redness, and hives. The affected area was beneath the sensor on the abdomen. On (B)(6) 2018, the patient was taken to a doctor and triamcinolone steroid cream was prescribed for topical treatment. At the time of contact, it was indicated that the patient was recovering. No additional event or patient information is available.